Event description:
It was reported that during a lap sleeve gastrectomy procedure, on the first firing with a green reload on the stomach several cm's away from the pylorus, the last 1/4 of staples were not formed. The legs of the staples remained open. The first 3/4 of the staple line staples were properly formed "b's". The stapler sounded as though it slowed down in the firing of the last quarter of the cartridge. There were no patient consequences. The staple line was over sewn and another device was opened to complete the case without issue.

Manufacturer narrative:
(B)(4). The patient was not radiated or taking steroids. It occurred on the first firing. No buttressing material was used. It wasn't fired across any staples or clips. The stapler power slowed down in the last 1/4 of the firing. Forces to close and open were normal. Opening of the device was normal. The analysis found that one ple60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted and no strange noise was heard during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.